Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime sequence issue during the cartridge load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved after troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2015-product analysis:the device was returned and evaluated by product analysis on 01/14/2014 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor and motor assembly components or the cartridge compartment.